Event description:
Fracture of medical condyle at the posterior chamber of the femoral component. Revision surgery was performed.

Manufacturer narrative:
The femoral knee component fractured through the medial condyle at the posterior distal chamber. Stereobinocular evaluation revealed the mode of failure to be fatigue. No material or manufacturing defects were evident. At this time, jjpi considers this file closed.